Event description:
It was reported that a user was unable to insert a cartridge into the ilet because the device was in the ¿fill tubing only¿ workflow rather than the full change-cartridge workflow; the user did not force the cartridge, confirmed no tubing was attached, and contacted support, who instructed a rewind and guided the user back to the change-cartridge steps, after which the supply change was completed and insulin delivery resumed normally. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of troubleshooting and education with restoration of insulin delivery and no alerts or alarms. Investigation included technical support review and user guidance through the correct workflow. Investigation of this case revealed use error related to incorrect supply change steps while the device and cartridge hardware functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed by education and proper workflow execution.